Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. It was stated the meter read 8 mg/dl; however, when checking in the meter memory, that value was not found. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.